Event description:
It was reported that the external pulse generator's ventricular connector was broken. The generator has not yet been returned to service. No patient complications have been reported as a result of this event.